Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during evaluation. The evaluation of the device indicated the batteries were not placed correctly into the device which caused the "unit failed" prompt in non-rescue mode. The zoll AED plus operator's guide lists under the "battery replacement" section to "remove all batteries from battery compartment and discard before installing any new batteries." Review of the logs did not show any critical errors which indicates the device did not fail in rescue mode. The batteries that were used during the reported event were not returned for evaluation. Reports of this nature are typically not submitted due to the fact that the device's ability to administer therapy is not impaired.